Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, cubie lid did not open when tried to issue medication. A field service engineer (fse) found a stock pocket in drawer 11 that would not pop open. Then the fse removed the pocket in test mode and checked for debris. Further the fse also found pocket in position 3 was also stuck and cleared the medication jam under the cover. The customer was able to test the pocket for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie lid did not open when the nurse tried to issue medication 11-02 quetiapine 25 mg tablets. Customer tried to open the cubie and eject it via the tester app, but nothing happened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.